Manufacturer narrative:
The reagent lot number is 868906. The expiration date was not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b assay results from two patient samples tested on the cobas e 801 analytical unit. Patient sample 1 the initial result was 20.0 miu/ml with a data flag. The first repeat result was >10000 miu/ml with a data flag. The second repeat result was 31009 miu/ml. Patient sample 2 the initial result was 20.0 miu/ml with a data flag. The repeat result was an approximation of >30,000 miu/ml. The doctor questioned the initial results as the post-48-hour patient samples both had results of over 30,000 miu/ml, prompting the rerun. The repeat results were deemed correct.

Manufacturer narrative:
The elecsys hcg+b reagent lot number was updated: the reagent lot number is 82412801. The expiration date is 30-apr-2026. The investigation reviewed the data set provided by the customer: the qc results are within the specified ranges. The alarm trace contains "sample clot detection" and "sample short" errors. These are indicators of possible poor sample quality. The field service engineer inspected the analyzer, but was unable to determine the cause of the event. He verified the analyzer's performance with a successful instrument check. A general reagent problem was not detected, as the qc before the event was within the expected ranges, and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem. The cause of the event could not be determined.